Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, the gold probe was positioned within the duodenum to treat a peptic ulcer. However, when the physician attempted to engage the gold probe, the gold probe would not heat and cauterize the tissue. The gold probe was used with an erbe generator. A second erbe generator was connected to the same gold probe device. However, again, the gold probe would not heat or cauterize the tissue; the gold probe device was not used with an adaptor cord. The account reported no visible damage to the device. A second gold probe device was used to complete the procedure successfully with the first erbe generator. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The cause of the loss of communication was due to a depleted battery. Upon receipt, the battery had a very low voltage. The device history map was corrupted due to low battery voltage and could not be used to determine the number of high voltage charges the device had at the end of life. Preliminary testing revealed some device anomalies with high voltage functionality. The battery was sent to the vendor for further analysis; no anomalies were found. The root cause of the anomalies, and the device battery depletion could not be conclusively determined.